Event description:
Procedure: esophagectomy. According to the reporter, when the suture was cut, the anvil did not flip. The staff had to open another anvil, which worked. There was no blood loss, and another device was used. There was no damage to patient tissue; however, operating room time was extended more than 30 minutes for orvil retrieval.

Manufacturer narrative:
(B)(4)